Event description:
The patient was being with interferential electrotherapy for post surgery swelling of the knee. The treatment was completed with no noted patient discomfort. The following day the patient informed the clinic of a skin burn in the area of treatment. The burn measured 1.25cm x .75cm. The patient's recovery was not impeded. The patient did not seek medical treatment for the alleged skin burn. The clinician did comment that the electrodes were the potential primary cause of the incident. Patient 1 of 2.

Event description:
The patient was being with interferential electrotherapy for post surgery swelling of the knee. During the treatment, the patient complained the machine hurt and felt as if it were burning. Per the therapist, there were no apparent injuries and the patient declined any further treatment of the skin. The patient's recovery was not impeded. The patient did not seek medical treatment for the alleged skin burn. The clinician did comment that the electrodes were the potential primary cause of the incident. Patient 2 of 2.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. Per attachment, the device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. Per attachment, the device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.